Manufacturer narrative:
Correction to d4 and h4: serial number is unknown as is manufacturing/expiry dates. Serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 8 days of data (B)(6) 2021 per the timestamp). The log file captured the driveline being disconnected on (B)(6) 2021 at approximately 01:52:58. The driveline remained disconnected for the remainder of the log file. No other notable alarms were observed in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Multiple attempts were made to obtain additional information (including the cause of the driveline being disconnected, if the controller was exchanged, and if so for what reason, and the serial number of the system controller); however, no response was received. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a driveline disconnect captured in log file review. The cause was unknown. Related manufacturer report number# 2916596-2021-04091.